Manufacturer narrative:
During follow-up, the patient said she noticed sometimes the catheter package has a white substance in it near the tip after bursting the water packet, but noticed no other problems, defects, or malfunctions with the units. She discards any packages in which she sees a white substance.

Event description:
Intermittent catheter patient (user) reported finding a white substance prior to catheter use and had a urinary tract infection (uti). During follow-up, the patient said she was prescribed a one-day dose antibiotic twice, but they were not effective. She was given a course of bactrim, and is unsure if the infection was fully resolved. She will return to her doctor to have her urine tested to ensure she is completely recovered.